Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. On a separate occasion, the catheter fractured from the port body and then migrated to the pt's heart. The fragment was later removed in the cardiac cath lab.